Manufacturer narrative:
The device (part # cev392g24) was evaluated and indicated that one of the jaws of the forceps was broken, the coating was extremely damaged. It was observed that the teeth of the blades were very worn. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. Mxi internal reference #: 1705.

Event description:
A device (part # cev392g24) was returned to mxi service and repair.